Event description:
The customer reported that because the covers are frosted, the nurses cannot see when they waste the required 2cc prior to administration. It was also initially reported that when they administer the insulin, the injection leaks down the residents' arms which means they are not getting the proper dose. This occurred three times. The customer sent a follow-up email indicating that there was nothing wrong with the syringe and that the nurses were not properly using it which is why there was leakage. They were injecting insulin and quickly pulling the needle out instead of waiting a few seconds to allow the insulin to enter the body. No information was received regarding any serious injury as a result of this report.